Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a 30 degree endoscope plus and performed the failure analysis (fa). The fa investigations replicated and confirmed the customer reported complaint. It was noted that the endoscope adapter was damaged or had friction issues. Laser marking was noted on the housing. Damage/markings was noted on the housing "shell, nose, endcap¿.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion on the 30-degree endoscope, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the 30-degree endoscope instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted inguinal hernia -bilateral procedure, the endoscope turned 90 degrees instead of 180 degrees when converting from 30 degrees up to 30 degrees down and vice versa. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) got additional information from the hospital staff who was present during the procedure: the issue did occur with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The issue occurred while the surgeon was attempting to adjust the camera view. The failure was not related to an inability to move the instrument at all. The customer was not sure if the movements of the surgeon scaled appropriately to the instrument. The instrument moved in reverse of the intended direction due to it not turning 180 degrees. It's not known if the instrument moved when the surgeon commanded without delay/lag. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions between the system arm and external operating room (or) equipment and/or staff. The issue was persistent. The issue happened whenever the customer tried to switch the view from 30 up to 30 down. The solution was to remain in 30 down and continue with the procedure without switching view; the issue was not resolved. The issue occurred during 2 cases that day with the same endoscope. The customer was not able to provide the drape lot number. There was no injury to the patient as a result of the event. The device was inspected prior to use and no damage was noted. The photographic images of the device(s) or a video recording of the procedure are not available for isi review. The customer was not able to provide the time the issue occurred.